Manufacturer narrative:
Unknown taper. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. The manufacturer of the lap-band ap adjustable gastric banding system has designed, tested and manufactured it to be reasonably fit for its intended use. However, the lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band ap system may be easily damaged by improper handling or use.

Event description:
Reported as: a patient with the lap-band system was reported to have a "band intolerance." It was clarified that the patient had difficulty swallowing and gerd. The device was removed.

Manufacturer narrative:
Taper ii: device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Orange and yellow particles were noted on the inner and outer surfaces of the band shell. The band tubing was noted to be separated approximately 1 inch past the ss connector. Needle marks were noted on the port septum. Scratches were noted on the port housing and port holes. Black particulate matter was noted on the port housing near the port septum. An air leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. One non-penetrating nick/mark was noted on the band belt near the shell-belt junction. The end of the band tubing, separated approximately 11.9 inches past the collar, was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. The end of the band tubing separated approximately 0.8 inches past the ss connector was noted to have striated edges, consistent with damage from a surgical end cut to remove the device.